Event description:
The customer reported that the system locked up and shut down during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monoblock x-ray tube and the high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.